Event description:
During a right ventricular outflow tract (rvot) / premature ventricular contraction procedure, a tamponade occurred near the rvot and a pericardiocentesis was performed to stabilize the patient. During the procedure, the patient was on sedation at the beginning and went into ventricular fibrillation 3 times. Two external electric cardioversions were done. The patient moved a lot because he was nauseous and threw up. It was then decided to go to general anesthesia. The prs was replaced and a map shift occurred on the system (dws) in voxel mode. The catheters were shifted in comparison with anatomical structures mapped. The tacitcath was zeroed and a new baseline was set. The map was done again, and when ablation began, a pop occurred. The patient then became hypotensive and an echography revealed a tamponade. A pericardiocentesis was performed which stabilized the patient. The physician indicated the pop was responsible for the pericardial effusion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and subsequent tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.